Event description:
It was reported that the customer had a button error alarm and battery out limit on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she is unable to clear the alarm since none of the buttons working. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm or battery out limit alarm noted. Insulin pump intermittent button response on up and down arrow button due to moisture damage on keypad traces. Insulin pump passed displacement test and self-test. All operating currents are within specifications. Insulin pump had a cracked reservoir tube lip.